Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm morphology was reported to be a moderately angulated aortic neck with no calcification. It was reported that the stent graft was placed slightly low. (MFR report# 2953200-2007-00238) upon final angiogram there was a type I endoleak noted. The physician elected to place an aneurx aortic cuff which was placed partially covering the renal arteries. The physician placed two bare metal stents and regained blood flow to the renal arteries. Final angiogram had good results. No add'l clinical sequelae were reported and the pt is fine.